Event description:
It was reported that this right atrial (ra) lead exhibited pacing failure on the electrocardiogram and dislodgement was confirmed via x-ray a day after it was implanted. This lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.